Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Philips customer support provided manual reference to the gas outlet port set screw. They instructed the customer to tighten the port and call back. The customer found the gas outlet port loose not allowing the vent to pressurize during est.

Event description:
The customer reports the unit is failing est for prv and patient circuit. The unit was not in patient use.